Manufacturer narrative:
One refurbished powermax elite motor drive unit was received. Unit was powered on using the appropriate test equipment and it failed functional tests with hand piece sensor error and overheating when power cord was bent at strain relief. Power cord assembly grew warm during testing. After troubleshooting, the cause of error was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only a small kink. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord.

Event description:
It was reported that the mdu stalled and started to overheat. No injuries or complications were reported as a result.